Event description:
It was reported that the patient expired. Reportedly, the device was implanted in 2007. The date of the patient's expiration is unknown, as no other details were provided concerning the reported event. It is unknown if the patient's death was attributed to the device.

Manufacturer narrative:
The device was not returned for evaluation.